Event description:
Patient reported having been treated for a right side breast infection. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20jan2015. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: fold creases, a curved opening on anterior, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a striated opening on anterior and non-penetrating nick striated on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening on anterior assessed as surgical damage, and non-penetrating nick striated on anterior assessed as surgical tool scratch like. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side breast infection.